Event description:
It was reported that a new ilet user experienced hypoglycemia after their second dinner using the system, with a documented lowest blood glucose of 58 mg/dl, and they treated the event with oral glucose. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution of the event with self-treatment using oral glucose without hospitalization. Investigation included troubleshooting and user education performed with no device malfunction identified and no user concerns reported. Investigation of this case revealed no device performance issue or component malfunction and no confirmed user error, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.